Event description:
On (B)(6) 2008, I had essure coils placed. On (B)(6) 2008 had f/u hsg showing failure on right side. On (B)(6) 2008 had second f/u hsg showing right side still failing. On (B)(6) 2008 and surgery to remove fallopian tubes and essure coils (or so I thought). On (B)(6) 2019 had CT scan for unrelated reason and dr identified coils were still in pelvic area. On (B)(6) 2019 had laparoscopy to determine source of pelvic pain that had been occurring for about 3 years - found one coil embedded inside top of uterus, appearing as if it may poke through to abdominal cavity and found second coil attached to outside of uterus on right side. On (B)(6) 2020 undergoing hysterectomy to remove uterus and essure coils that are embedded / attached to it. There were several failures along the way, first with the placement that did not result in intended outcome of blocking tubes, second with the removal of the fallopian tubes without removal of the coils. I can't speak to how they were left in my body when the tubes were removed, can only assume they had already migrated and were not observed at the time of tube removal. I will provide add'l info and images if requested. The attached photo is the device number from the card I was given on the day the coils were placed. FDA safety report ID # (B)(4).